Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2018, that the following event regarding centrimag vv ECMO patient with hvad pump as lvad support and using centrimag for vv ECMO support had rattling noise and had an s3 system alert alarm observed. At the same time, the speed dropped from set speed of 4300rpm to 3500rpm. Clinicians tried to increase speed back up to 4300rpm, but speed would not increase. The patient still had forward flow throughout the event. ECMO specialists and nursing staff tried to re-seat the patient's pump motor to fix the rattling sound and clear the s3 alarm, which did not work and the reported motor noted to be very hot. The perfusionist, nursing, intensivist were all present for troubleshooting and inspected the circuit for clots in circuit but they did not see anything. Throughout the troubleshooting, the patient still had forward flow, however the pump was unable to maintain the speed of 4300rpm and s3 alarm was going off without ability to clear, while pump still made the rattling sound inside motor during the troubleshooting time frame. The team replaced the cmag motor and primary console and the flow probe to backup the system, during which time they increased vent to 100%. No issues occurred following system replacement and no further alarms were reported after exchange. No adverse effects for patient were noted by clinicians due to the reported event or due to any system replacement. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the returned centrimag flow probe (serial number (B)(4) was evaluated and tested under work orders # (B)(4) and (B)(4). The flow probe was operated along with its related centrimag motor (serial number (B)(4) and 2nd gen primary console (serial number (B)(4).the system was operated at different speeds and no atypical alarms or events were reproduced during testing. The returned flow probe was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to the returned device. The tested unit was returned to the rental pool. Reports of similar events will continue to be tracked and monitored. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2, a3, a4: additional information.